Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined there was a foreign object inside the nozzle. In addition, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was not in specification, due to the elongation of the angle wire. The flexible tube of the insertion section was crushed. There were scratched on the insertion tube, tip cover, operation part, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector side of the universal cord, scope connector, scope connector cover and right/left angle fixing knob. Wrinkles were observed on the insertion tube and universal cord. The curved rubber adhesive was missing. The adhesive of the lighting lens came off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite gastrointestinal videoscope experienced nozzle clogging and disconnection. There was no report of user or patient harm associated with this event. During inspection of the returned device, there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during a device pre-check.